Event description:
Reporter alleged the needle from the softclix lancet device protrudes outside the end of the cap after it has been fired. Customer stated that she did accidentally stick herself with the needle protruding out from the last use. No medical treatment was required. A request was made for the return of the suspect device and replacement product was sent.